Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the issue was observed during setup. The customer stated that a touchscreen calibration failed. The rse provided the customer with the part information for the touchscreen. In a good faith effort (gfe) response from the customer received on 12feb2026, the customer confirmed that they had ordered, received, and installed a replacement touchscreen, which resolved the issue. The customer was able to confirm the return to full functionality using the service manual revision t as a reference. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.